Manufacturer narrative:
Device problem code: (B)(4) - off-label use, under 21 yrs of age at date of implant. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -10.0/1.5/090 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.